Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.

Event description:
It was reported that the patient has effective therapy post operatively.

Event description:
It was reported that the patient was not getting adequate therapy. As a result, surgical intervention may occur.